Event description:
It was reported that while using the bd instrument max clinical 11 false positive results were obtained by the laboratory personnel. A repeat test was outsourced to srl. There was no indication that results were reported out and there was no report of patient impact. Assays used: CT.

Manufacturer narrative:
Investigation summary: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that when 12 of their positive samples were sent through srl, 11 of the 12 were negative. Application specialist explained the detection of limit and n1 positive with the customer and verified the procedure used by the customer. The facility took actions to reduce possible contamination. Field service was not dispatched. No parts were returned to bd for investigation. Complaint is unconfirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical 11 false positive results were obtained by the laboratory personnel. A repeat test was outsourced to srl. There was no indication that results were reported out and there was no report of patient impact. Assays used: CT. The following information was provided by the initial reporter: " 441916 - instrument max clinical - ct2245. Max - 441916 - ct2143 - bd sars-cov-2 false positives. When 12 bd max positive samples were outsourced to srl, 11/12 samples became negative."